Manufacturer narrative:
A portion of the percutaneous lead (driveline) returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted due to pump off while on ac power. Log file submitted revealed pump stops and low speed advisories. Speed drops were as low as 0 rpm and only appeared to be occurring while the vad (ventricular assist device) was connected to the mobile power unit (mpu). X-ray submitted contained no obvious areas of concern. The images provided did not confirm any obvious areas of shield breakdown internal nor external although the entire distal portion of the driveline could not be seen. There was some visible external damage. On (B)(6) 2021, the patient underwent a driveline repair. The entire external portion of driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and no further low speed or pump off events occurred. The patient was to be monitored overnight and discharged if no further alarms occurred. Related manufacturer report number MFR # 2916596-2021-05122 (mpu).

Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings of superficial driveline damage. Although the reported pump stops and low-speed events were confirmed via the submitted log files, the cause could not be conclusively determined during the evaluation of the returned driveline. The submitted log files captured multiple pump stops and low-speed events on (B)(6) 2021 at 03:42:54, (B)(6) 2021 at 06:14:44, (B)(6) 2021 between 07:22:46 and 07:22:49, and (B)(6) 2021 between 06:06:24 and 06:16:46. Each of the events occurred while the system was operating on the mpu. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The approximately 19" segment of the driveline replaced by technical services was returned for evaluation. Visual inspection of the driveline revealed clear rescue tape removed from the outer silicone jacket at approximately 1.5-3¿ and 5-6¿ from the controller connector. Examination of the driveline found moderate shield breakdown throughout the driveline. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The most recent revision of the heartmate ii instructions for use (IFU) is section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low speed events. The heartmate ii lvas patient handbook, is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11apr2013. No further information was provided. The manufacturer is closing the file on this event.